Event description:
A surgeon reports a patient is severely bothered by a dark shadow following intraocular lens implant (iol) surgery. The patient had intraocular lens implant surgery a year ago and would like to have the iol replaced.